Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, patient presented to hospital with complaints of nausea, vomiting and abdominal pain. Laboratory studies revealed an elevated white blood cell count and diagnostic imaging was consistent with appendicitis without a drain-able abscess. The doctor performed laparoscopic appendectomy using a 45 mm vascular load stapler. 2 days after, patient returned to the hospital emergency room with complaints of abdominal pain and distention associated with low grade fever. 3 days after, the surgeon performed another surgery on the patient which revealed the staple line was disrupted and that a small leak had occurred. Doctor irrigated patient's abdomen, performed a cecectomy and placed a drain. Patient underwent multiple tests following this surgery and additional surgeries after.